Event description:
It was reported that following a bladder sling procedure attached to bone anchor screws via vicryl suture, from approximately 2003 to 2004, the doctor had 16 pts return after surgery complaining of vaginal discharge. The stress urinary incontinence was cured in all of these pts who were from 6 to 12 weeks out from surgery. On vaginal examination of one pt, the doctor found a reddish tissue along the vaginal incision line. Biopsies were done and pathology showed granulation tissue. The doctor treated the granulation tissue with silver nitrate fulguration. Several of these pts had to have more than one treatment. The doctor described normal incision and dissection necessary to place a vaginal sling utlizig bone screws. His closure was with interrupted sutures.